Event description:
It was reported that the external pulse generator (epg) was unable to pace the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the epg was unable to pace the patient. However it was noted that it failed atrial and ventricular sensitivity tests, the front cover was defective, bail and bail cover were missing, it had a non-original bales screw (longer than the length of the original screw). The voltage of battery was noted to be 8.02v. The epg could not be repaired as end of service and shall be returned to the customer without repair. If information is provided in the future, a supplemental report will be issued.